Event description:
The sales representative reported on behalf of the customer that the device, 60-6085-201a, vcare 200a ¿ medium was being used on (B)(6) 2022 during a hysterectomy procedure and the¿handle rotates when manipulating the uterus, said they had to use 3 of them to get to one that did not do this¿ the procedure was completed without an alternate device. There was no impact or injury to the patient. Further assessment found that there was a delay, but the time is uncertain. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported event of ¿handle spinning freely during procedure¿ is inconclusive. The device will not be returned for evaluation and no photographic evidence was provided; therefore, root cause cannot be identified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A 2 year lot history review was conducted and found 8 events with a quantity of 13 units for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 58 reports, regarding 72 devices, for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised the following: prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. This issue will continue to be monitored through the complaint system to assure patient safety.